Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. During electrocautery, it was noted that the patient's pacemaker was no longer pacing and that the patient's underlying rhythm was seen. The device was explanted and replaced. The patient's condition was stable throughout the event.

Manufacturer narrative:
Interrogation of the device revealed it was near end of life due to normal usage when received. The device was tested on the bench using automated testing equipment, and no anomalies were found.